Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest. The patient described the irritation as red and reported the garment was rubbing against the skin. The patient advised she does have an allergy to nickel. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed triamcinolone acetonide ointment which was prescribed by her doctor and the irritation improved.